Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage. The analyst commented that the lead was received at analysis with the guide wire removed from the lead. The guide wire test was performed and passed with resistance.

Event description:
It was reported that during implant, the left ventricular (lv) lead was unable to have the guidewire removed without crimping the lead. The lead was not implanted and was replaced with a different lead model. No patient complications have been reported as a result of this event.